Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: heartrail 6f il3.5. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and heavily calcified left anterior descending artery that was 90% stenosed. A 1.2 x 6 mm traveler balloon dilatation catheter (bdc) was advanced without resistance. The balloon ruptured during the second inflation at 10 atms. The bdc was removed without reported issue and replaced with an unspecified device to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.